Event description:
It was reported that on an unknown date a patient underwent a posterior spinal fusion procedure. On an unknown date it was discovered that one of the screws in the constructed had pulled out of the patient's bone. On (B)(6) 2024 the patient underwent a revision procedure to removed the pulled out screw and re-establish fixation with a new screw and bone cement. No additional patient impact reported. No additional information is available.

Manufacturer narrative:
No device was returned for evaluation and no photographs were provided for review. Additionally, no operative notes or radiographs of the initial procedure were provided for a review of usage/technique. Patient post-operative activity levels are unknown. No device manufacturing record review was able to be performed as no part or lot information was provided. The reported event was unable to be confirmed due to limited information received. The surgeon reported that they believe the screw pullouts were likely a result of the poor bone quality of the patient. The root cause of the issue was unable to be determined with the information provided; however, is likely due to patient bone quality. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Labeling review: "¿contraindications: contraindications include, but are not limited to: patients with inadequate bone stock or quality..." "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...." "...pre-operative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."